Event description:
There is a small type I endoleak proximally, but it does not fill the pathology. The dissection appears to be remodeling well.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 180 mm abdominal aortic dissection. It was reported that there appears to be a very slight slow filling of the false lumen proximal. The physician thinks this will resolve itself. No additional clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4).